Event description:
It was reported that the pt was hospitalized three times due to pump related surgeries. After the first surgery, the pt walked "wonderfully" and after the second surgical procedure, the pt had to have an overnight hospitalization because the pump had come out. A third surgical procedure was done and the pump was successfully "put back in." The pt was hospitalized for five days. It was stated that the pt could no longer walk and the onset date was not provided. The medication being delivered via the device system was baclofen.

Manufacturer narrative:
(B) (4).